Event description:
Since using the trilogy 100, my wife has been hospitalized with pneumonia and very low o2, levels and nearly there again. The oxygen, from concentrator, is not going through the trilogy machine, and I wonder if the machine was used before. Also, the trilogy 100 has a recall on it and the respiratory therapist doesn't know if it was recalled or not. (B)(4). I would appreciate any help I can get. Thank you. (B)(6).